Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) has been confirmed. Upon investigation the electrode belt trunk cable connector was damaged. The root cause for the damaged trunk cable connector was physical abuse no adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt did not communicate with the monitor.